Event description:
It was reported via a legal notification, that a female patient, initial left knee implanted with an optetrak logic ps polyethylene tibial insert underwent a revision procedure to remove the failed polyethylene liner due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial inser approximately 7 years 1 month post the initial procedure. During the plaintiff¿s left knee revision surgery, the plaintiff was implanted with a second optetrak logic ps tibial insert in the left knee. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct and proximate result of the defective nature of defendants¿ optetrak devices surgically implanted in plaintiff, which necessitated premature removal, the plaintiff suffered, and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and nonmedical sequelae. No further information.

Manufacturer narrative:
1038671-2023-00320 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.